Manufacturer narrative:
There was no lot number identified with the unit, therefore it could not be determined when the unit was manufactured. The unit was tested according to jjpi test methods, and a leak was detected at the female luer lock of the pt's stopcock. Following the leak test, the system stopcock was examined under a video microscope and a crack was visually identified. The failure was confirmed. Since april 1997, all eds units are 100% leak and flow tested. At this time, jjpi considers this file closed.

Event description:
The customer reported that the device leaked.